Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review with events spanning approximately 2 days ((B)(6) 2024 at 14:39:28 to (B)(6) 2024 at 15:05:28 per time stamp). A loss in alternating current (ac) power while connected to the mpu occurs on (B)(6) 2024 at 21:50:30, resulting in a no external power alarm. The no external power alarm clears at 21:50:35 when power is restored to the mpu. The backup battery provided power to the system during these events. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the patient has the v-lock connector for the ac power cord, the cause of the no external power event, if the mpu was exchanged, the serial number of the mpu, and if any product would be returning; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain that at least one system controller power cable must be connected to a power source at all times. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions and low voltage hazard alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook (rev. G - section 6 "equipment maintenance¿) describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log file displayed low power hazard / power cable disconnect / no external power alarms while tethered on the mobile power unit (mpu). This appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during the events